Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that when sensor was removed the electrode was undulant and was shorter than the one which was placed usually. Customer's blood glucose level was unknown at the time of incident. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and performed visual inspection and found sensor with cannula bent, no sensor break was detected during analysis. Unable to confirm customer received sensor in said condition due to customer returned opened/used.